Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the needle mechanism and linkage assembly found no damage. No issues were found that would result in high blood glucose levels. The downloaded data shows no signs of struggle that would indicate an issue with needle deployment. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 257 mg/dl while wearing the pod for less than an hour in the infusion site. Patient did not feel the insertion and when the pod was removed there was no insertion mark, which indicates a failure of the needle mechanism to deploy as intended during activation.